Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed the tubing set leaked before the blood reached the chamber while connected to a patient in the pediatric department. There was no report of patient harm. Date of incident: a week or 2 ago.